Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance and a sensing anomaly. The device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.